Manufacturer narrative:
Unit received with button error alarm and had unresponsive act buttons due to corroded keypad traces. Unit had minor scratched lcd window, scratched case, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer's sister reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.